Manufacturer narrative:
(B)(4). Evaluation of the returned device found all components in pre-deployed position and dried blood was observed throughout the device, indicating that the device was introduced into the patient anatomy. Inspection of the returned device indicated that hydrophilic coating was present throughout the sheath surface. The sheath was intact and there were no abnormal observations or challenging anatomical conditions reported which could have contributed to the reported difficulty advancing the device into the artery. During testing, the guide wire insertion, luminal marking test, needle deployment, and suture retrieval were successful. Based on the investigation, the reported product experience could not be confirmed and a definitive cause could not be identified as the device performed according to specifications. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the lot history record for this lot did not reveal any noncomforming material records associated with this lot. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the proglide device could not be advanced completely in the artery. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.